Event description:
During the device evaluation, the ultrasound gastrovideoscope exhibited deep scratches reaching the glue layer of the acoustic lens, insufficient insulation resistance of the of the acoustic lens, and foreign material in the balloon water channel and forceps elevator wire. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. The customer reported no adequate reprocessing was performed at pick up, as it was just washed, rinsed, and wiped. A definitive root cause cannot be identified. The definitive root cause of the damage to the acoustic lens cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.